Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the transfer guard needle got stuck in the reservoir and that the insulin leaked. Customer does not recall any significant events leading to the error. Customer's blood glucose was 450 mg/dl at the time of incident. Troubleshooting was done for reservoir leak but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and transfer guard. Performed testing, and the reservoir failed inspection. Found the transfer guard needle loose due to lack of septum. Unable to confirm that the customer received the needle damaged due to the product being returned opened/used.